Event description:
The patient reported directly to align the following: tooth mobility and required 2 tooth extractions (tooth # unspecified). The patient discontinued the use of the aligners and was advised to have treatment for periodontal disease before continuing any orthodontic treatment.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "contraindication - the invisalign system is contraindicated for use in patients with active periodontal disease" and "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that the potential root cause could have been the pre-existing bone loss condition. Align's clinical review of available records indicates that the patient had poor pre-existing clinical conditions and had evidence of active periodontal condition. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported tooth extractions, and therefore this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extractions.